Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had multiple drawers' failure. The field service engineer reseated all the connectors on the drawer board and the pmc controller board on both drawer 2-1 and 2-2. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had multiple drawers failure. The customer stated that several main and auxiliary cubie drawers failed causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.